Event description:
Information was received from a healthcare provider regarding a patient who was receiving 2000 mcg/ml of gablofen at the minimum rate via an implantable pump for intractable spasticity. On (B)(6) 2017, it was reported that the patient came into the emergency room and was ¿septic¿ and ¿looking very septic¿. The pump was running in minimum rate mode and a sample had been taken from the sideport. It was reported that the patient was hospitalized.

Manufacturer narrative:
Conclusion code was incorrectly applied in the previous regulatory report, conclusion code corrected to accurately reflect the nature of the event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2017: information was received from a healthcare provider regarding a patient who was receiving 2000 mcg/ml of gablofen at the minimum rate via an implantable pump for intractable spasticity. On 2017-feb-16, it was reported that the patient came into the emergency room and was ¿septic¿ and ¿looking very septic¿. The pump was running in minimum rate mode and a sample had been taken from the sideport. It was reported that the patient was hospitalized. No new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.